Manufacturer narrative:
The investigation into this report is on-going. In the event that additional information is obtained, a supplemental report will be issued. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a loss of breath delivery communications. There was no report of patient involvement. The date of the event is unknown.